Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with burst fracture at t6 for spinal fusion therapy from t3-t8. It was reported that one side of the cross link was broken surgeon tried breaking off the contralateral side of the set screw and he thought it might be cross threaded and then removed the cross threaded set screw and attempted to replace it with a new one. He was unable to properly seat it. At this time, he decided he just wanted to remove the entire cross link. He was given the 7/32 inch black t handle to loosen the middle set screw and it stripped. He was also handed a 3.0 hex driver from the tl cross link set and tried to remove the set screw that was already broken off. The driver would not back out the broken off set screw and he said it just kept spinning. Again he tried using the 2.5mm extractor which completely broke off into the set screw. At that point he had to remove the set screws and rod off that side to get the cross link out. There was no fragment left in patient and there were no patient symptoms. There were no further complications reported regarding the event.